Manufacturer narrative:
This emdr represents supplemental report # (B)(4) for previously submitted MDR number 2210968-2017-70666, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data files#asr. Therefore, this report does not represent a new reportable event. This case is being submitted to the FDA for visibility in maude as an individual report; it was submitted prior in a summary report. Therefore, this report does not represent a new reportable event. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with anterior colporrhaphy, vaginal extraperitoneal colpopexy, perineorrhaphy and cystoscopy. It was reported that the patient experience burning urination and sharp pricking in the vagina following the procedure. It was reported that patient had a revision surgery on (B)(6) 2017. No additional information was provided.